Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
IV access team nurse checked leaking midline and noted there was no midline connector. X-ray showed midline in vein between elbow and shoulder. In 2008, surgeon surgically removed the foreign body without difficulty. The foreign body had migrated to the superior vena cava.